Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering up. It was reported there was no patient involvement at the time the issue was discovered. The customer confirmed that the power cord and retainer bracket was required to be replaced to resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of the power cord and retainer bracket to order and replace. Device evaluation and repair are pending.